Event description:
Customer reportedly obtained results of 220mg/dl, 251mg/dl, 120mg/dl, 246mg/dl, and 114mg/dl on the same device within 10 minutes. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.